Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an error alarm that prevented her from programming the insulin pump. The blood glucose reading was 188 mg/dl. Customer was assisted in clearing the alarm and reprogramming the insulin pump. Nothing further was reported.